Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion message "with no air in line". The problem was found upon power up at the medicine ii department. Additional information was reported the issue was only an unspecified occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'occlusion message with no air in line' which was unable to be recreated during evaluation. A review of the event history log identified the presence of multiple 'upstream occlusion!' Messages. The cause was determined to be an out of specification lower ultrasonic sensor readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.